Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior descending artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon initial inflation at 6 atmospheres for 10 seconds. The device was removed without any problems, and the procedure was completed with another of the same device. There was no patient complications noted as a result of this event, and the patient was in good condition after the procedure.